Manufacturer narrative:
An event of symptomatic atrial fibrillation was reported following navitor procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, procedural conditions may have contributed to atrial fibrillation; however, the cause could not be conclusively determined. An intravenous medication (amiodarone) was administered to treat atrial fibrillation. The medical intervention was result of post-implant balloon valvuloplasty done due to valve fracture after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: ccrd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a valve in valve procedure using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 255,309s and heparin was given. A pre-implant balloon valvuloplasty done. After implant, a post-implant balloon valvuloplasty done due to valve fracture with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.64mm and left coronary cusp (ncc) was 8.24mm. After the implant, a bioprosthetic valve fracture (bvf) was performed. After the procedure, the patient had symptomatic atrial fibrillation and treated with intravenous (IV) amiodarone. The patient was returned into sinus rhythm later the same day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.